Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective, and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during minimally invasive spinal fusion procedure performed on (B)(6) 2020, the viper 2 tower failed to grip onto the tulip of the screw, and came off during the surgery. It was replaced with another one. There was surgical delay of five (5) minutes. The procedure was successfully completed. No patient consequences reported. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown ) this report is for one (1) viper2 screw ext, multi piece. This is report 7 of 8 for (B)(4).